Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, a 106 alert code occurred after catheter plugged into carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, and force test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force features were tested and error 106 was displayed on the carto 3 system. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and no issue was found, all measurements were according to specifications. A manufacturing record evaluation was performed for the finished device number lot 31598708l and no internal action related to the complaint was found during the review. The force sensor error reported by the customer was confirmed. The potential cause of error 106 could be related to the damage found on the pebax, and this could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In addition, related to the damage on the pebax's surface, the instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).